Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 00, and the fault ID was available but no notable events occurred prior to the malfunction. The customer's blood glucose impact was unknown as they declined to answer whether it exceeded a certain threshold. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. They were advised to call back if the malfunction code appeared again, and the caller acknowledged this instruction.